Manufacturer narrative:
Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.

Manufacturer narrative:
Although requested, the log files associated with this complaint have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED is stating that the pads are missing when connected. They reported this did not occur during patient use.